Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that q-syte closed luer access device did not connect well with the syringe. The following information was provided by the initial reporter: the connector does not connect well with the syringe. The bioconnector was sent as an alternative to the smartsite and the rrmm manager has received complaints from different services as it does not connect correctly with the syringes being ejected in most of the occasions.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that q-syte closed luer access device did not connect well with the syringe. The following information was provided by the initial reporter: the connector does not connect well with the syringe. The bioconnector was sent as an alternative to the smartsite and the (B)(4) manager has received complaints from different services as it does not connect correctly with the syringes being ejected in most of the occasions.